Event description:
Received information from patient who stated that in 2002 their right eye had turned "purple with pain & swollen three times the size." Pt was diagnosed with corneal ulcer/pseudomonas. No additional information is available at this time.